Event description:
Initial bicarbonate results 38 mmol/l repeated 27 mmol/l. Field service rep. Replaced the stir paddle and performed maintenance on the sample probe. Precision check recovered within specification. Incorrect result was not used in pt treatment.